Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted in the rca. Approximately 32 months post index procedure patient suffered acute ischemic left mca stroke. Event was treated with carotid endarterectomy. Investigator assessed the event as not related to the device or antiplatelet medication. Event is resolved with sequelae.